Event description:
A nurse contacted baxter (B)(4) regarding a leak from a uv flash transfer set. The leakage was found from the silicone tubing of the transfer set during use. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined. Functionally, the set was hand tightened with a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with no leak noted during clamp function and no tubing leak noted. No manufacturing abnormalities were noted during visual inspection.